Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned pump for an alleged battery has to reset time and prime anomaly. Pump passed error test, basic occlusion, occlusion test, prime/ test, excessive no delivery test and displacement test. No prime/ alarm during testing. Test reservoir lock properly inside the reservoir tube. Pump history download using thds was successful. Review history file on motor data and force sensor, no data available on event date. Unit was monitored and no time/clock anomaly during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The following were noted during visual inspection: cracked reservoir tube lip and broken battery tube threads. Unit passed required testing. Not confirmed prime/fill anomaly and time/clock anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had time clock anomaly. Customer was reset the time and re prime current set. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.